Event description:
After cna gave a bath, upon exiting the tub, the tub chair tipped backward. Resident fell backward landing on the floor. The cna was supporting the residents head during the incident. No injury occurred during incident.

Manufacturer narrative:
Company and facility reps inspected the equipment. They also performed function tests, and the equipment performed as designed. Incident could not be duplicated.